Event description:
Boston scientific received information that this device had emitted beeping tones, and upon interrogation it was noted that the device had triggered elective replacement indicator (eri) due to change times, 72 months post implant. The patient was referred to a cardiologist who will book a device replacement. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
-

Manufacturer narrative:
This device has been explanted but not returned. Should additional information become available this investigation will be updated